Event description:
In 2008, depuy pin inserted by surgeon for fracture right clavicle. Upon changing dressing, about 3 to 4 days later, the pin migrated from inside bone out and upwards poking outward on shoulder. Extreme pain and tenting. Removed by surgeon about nine days later, and replaced by plate an screws. Reason for use: fractured clavicle.